Manufacturer narrative:
(B)(4)

Event description:
It was alleged that when a physician was using 5x120mm and the 6x120mm in.pact admiral drug eluting balloons, twisting of the balloon was experienced. It was also stated that this occurred several years ago and that the physician has not experienced this type of event since. No patient injury or other sequelae were reported